Event description:
According to the reporter: one needle broke off at the tip, after one use. The second needle bent at the tip after one use. There was no visible injury to the pt. A search for the needle by the operating room staff proved unsuccessful. Pt was informed. Sutures have been saved.

Manufacturer narrative:
(B)(4)